Event description:
The automated impella controller presented button related issues as it was noted that buttons were sticking. There was no patient involved.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the automated impella controller rotary knob issue has been completed. According to the logs, on the complaint date, the console was on for 12 minutes, and there was no evidence related to the impella connect issue. According to the rlm logs, on the complaint date, after the initial boot-up of the rlm, there were continuous 'button pressed blinking' logs for more than 15 seconds, indicating that the flight button was pressed, either due to contamination or a manual button press. The continuous button presses likely caused the rlm to enter and exit maintenance mode multiple times. By design, each exit from maintenance mode caused the rlm to reboot. This console was tested. Heavy contamination was confirmed on the rlm - flight button side. They were unable to enter maintenance mode by pressing the flight button for 15 seconds due to contamination. Upon connecting the rlm to the ic-test network, it remained connected for three hours without any issues, and unable to reproduce the automatic button press, as the contamination had dried out. The root cause of the rlm reboot was contamination. The cause of the contamination was most likely a use issue. A.1 revised as information was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26708. D.2 revised common device name since the initial manufacturer device report number 1220648-2025-26708 was submitted in accordance with updated procedures. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26708 as it is unknown if the initial reporter also sent the report to the food and drug administration. H6. Revised component code as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26708.